Event description:
It was reported that during a lap lobectomy, the doctor felt that the grasping force of the handle was higher than expected and the jaw did not open after it was closed. As this event occurred without clamping patient's tissue out of the patient, there was no damage on the patient's tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.